Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy us, mr 2.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found a strut in the mid section of the stent lifted. The stent od (outer diameter) of the undamaged proximal section measured using snap gauge, indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple slight kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found inner/outer kinks distal of the port site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that shaft kink occurred. A 2.50 x 38 synergy ii drug eluting stent was selected for use. However, upon taking the device out from the hoop, it was noted that the hypotube was kinked at the proximal end. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.